Event description:
Customer called on (B)(6) 2011 reporting of an instrument generated false k, cl and co2 results for multiple patients on a unicel dxc 800 synchron system and the results were reported out of the lab. Customer reported that when the issue was noticed, the samples were repeated on another dxc in the lab and results amended. Customer had provided re-run results for 32 plasma patient samples but 4 of the samples did not exceed assay precision claims and are not included in the results. Additionally, customer had provided 4 patient results verbally over the phone but did not provided instrument printouts for these patients. Instrument printouts of the original runs were not provided by the customer but were written in the re-run printouts sent by the customer and it is unknown of when the samples were originally run. Customer stated that the qc prior to the event was within lab-established ranges but the co2 qc after the event was out of range. While troubleshooting with customer technical support (cts), customer noticed a blue residue in front of the co2 electrode and flushed the top half of the flow cell with 50% bleach. Customer then noted that the flow cell drain has now overflowed onto the ise drip tray. Customer stated that they were unaware of any treatment given to the patients as a result of the erroneous results generated. Field service engineer (fse) was dispatched and had identified a blocked drain valve. Fse proceeded to clean the valve and verified instrument's performance as per established procedures.